Event description:
It was reported that the patient was experiencing fluid loss due to a break in the tubing that connected the reservoir to the pump at the pump junction with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new lgx iz pump was implanted. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing fluid loss due to a break in the tubing that connected the reservoir to the pump at the pump junction with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new lgx iz pump was implanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: tubing leak was reported. The ams700 device was visually inspected and functionally tested. Both cylinders performed within specifications. There was a leak in one pump-cylinder tube (krt) at the pump junction that was the result of wear and fatigue. The pump was not functionally tested due to the tubing leak. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. External support request form (B)(4). No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction